Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, while ablating at 100% firing power, blue pixels were noted. The user came off the pedal and the blue pixels dissipated. It was noted that the user did not lower the firing power; the user stayed on 100% power and the blue pixels occurred throughout the entire procedure. The physician performed a biopsy prior to the procedure. There were no patient complications reported in relation to this event.